Event description:
In 9/2002, the pt underwent: 1) flexible bronchoscopy, 2) right thoracotomy, 3) mediastinal lymph node dissection and, 4) removal of mediastinal mass. During the procedure, two #19 blake drains were placed into the pleural cavity and placed to pleur-evac suction. A #10 blake drain was placed underneath the skin flaps, superiorly and attached to bulb suction after being brought out through a separate stab incision. The subcutaneous tissues were closed with 2-0 vicryl and the skin was closed with 4-0 monocryl. On event day, presumably when the #10 drain was removed at the bedside, it appeared that the distal end of the tube had broken off in the wound. It was not found.